Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported that the broken piece was retrieved. It was further reported that there was no adverse consequences as a result of this event and another bur was available to complete the procedure.

Manufacturer narrative:
The bur subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the head of the bur was broken from the shank. The returned bur was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.